Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a fracture of the femoral neck on (B)(6)2022. Px had revision surgery. Intraoperative findings included failure of the neck shaft junction of the prosthesis with resultant metallosis and wear of surrounding soft tissue. No revised: dspcgf56 dynasty® pc shell 56mm group f lot# 1549941.